Event description:
Event verbatim [preferred term] 3 blisters where the heatwrap got hotter around the middle of the wrap [burns second degree] , the heatwrap got hotter around the middle of the wrap [device issue] , did not check the skin under the heatwrap during use and had read the usage instructions prior to use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) native american female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number e48939, expiration date sep2020) from (B)(6) 2018 for back pain due to her herniated disc. Medical history included neck surgery from an unknown date and unknown if ongoing, seizure from an unknown date and unknown if ongoing and intervertebral disc protrusion from an unknown date and unknown if ongoing. Concomitant medication included carbamazepine (tegretol), levetiracetam (keppra) and colecalciferol (vitamin d3). The patient previously used thermacare heatwraps (thermacare heatwraps) (reported as using the product for over 10 years) for a bad back from a herniated disc and experienced redness on the skin. The patient reported she applied the heatwrap directly against her body in the late afternoon on (B)(6) 2018 and left it applied for about 8 hours. The patient stated she did not feel any pain during the therapy. She took the heatwrap off around midnight on (B)(6) 2018. She began feeling pain where the heatwrap had been applied and asked someone to look at the area where the heatwrap had been. She was told she had 3 blisters, one blister had popped and was scabbing. The other 2 blisters remained and she was afraid to pop them as they are very painful. She felt like the heatwrap got hotter around the middle of the wrap and her blisters are right down the middle where the heatwrap was applied. The patient did not check the skin under the heatwrap during use. The patient did not consult a healthcare professional as a result of the events. She assessed her skin tone as very light or fair. The patient read the usage instructions prior to using the heatwrap. She did not engage in exercise while wearing the heatwrap. The patient denied previously using other heat products, such as electric heating pad, hot water bottle or microwave gel pack for pain relief. She denied having any abnormal skin conditions and denied having sensitive skin. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. She is currently under the care of a physician following neck surgery for an unspecified indication. Action taken with the suspect product was continued. Clinical outcome of the event blisters was not resolved. Clinical outcome of the remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "blisters on her back "from a wrap. The cause of the "blisters on her back" are inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Three (3) blisters where the heatwrap got hotter around the middle of the wrap [burns second degree] , the heatwrap got hotter around the middle of the wrap [device issue] , did not check the skin under the heatwrap during use and had read the usage instructions prior to use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48939, expiration date: sep2020) from (B)(6) 2018 for back pain due to her herniated disc. Medical history included neck surgery from an unknown date and unknown if ongoing, seizure from an unknown date and unknown if ongoing and intervertebral disc protrusion from an unknown date and unknown if ongoing. Concomitant medications included carbamazepine (tegretol), levetiracetam (keppra) and cholecalciferol (vitamin d3). The patient previously used thermacare heatwraps (thermacare heatwraps) (reported as using the product for over 10 years) for a bad back from a herniated disc and experienced redness on the skin. The patient reported she applied the heatwrap directly against her body in the late afternoon on (B)(6) 2018 and left it applied for about 8 hours. The patient stated she did not feel any pain during the therapy. She took the heatwrap off around midnight on (B)(6) 2018. She began feeling pain where the heatwrap had been applied and asked someone to look at the area where the heatwrap had been. She was told she had 3 blisters, one blister had popped and was scabbing. The other 2 blisters remained and she was afraid to pop them as they are very painful. She felt like the heatwrap got hotter around the middle of the wrap and her blisters are right down the middle where the heatwrap was applied. The patient did not check the skin under the heatwrap during use. The patient did not consult a healthcare professional as a result of the events. She assessed her skin tone as very light or fair. The patient read the usage instructions prior to using the heatwrap. She did not engage in exercise while wearing the heatwrap. The patient denied previously using other heat products, such as electric heating pad, hot water bottle or microwave gel pack for pain relief. She denied having any abnormal skin conditions and denied having sensitive skin. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. She is currently under the care of a physician following neck surgery for an unspecified indication. Action taken with the suspect product was continued. Clinical outcome of the event blisters and the heatwrap got hotter around the middle of the wrap was not resolved. Clinical outcome of the remaining event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "blisters on her back "from a wrap. The cause of the "blisters on her back" are inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (13feb2018): new information received from the same contactable consumer included: updated lot number of suspect product. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] 3 blisters where the heatwrap got hotter around the middle of the wrap [burns second degree], the heatwrap got hotter around the middle of the wrap [device issue], did not check the skin under the heatwrap during use and had read the usage instructions prior to use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48939, expiration date sep2020) from (B)(6) 2018 for back pain due to her herniated disc. Medical history included neck surgery from an unknown date and unknown if ongoing, seizure from an unknown date and unknown if ongoing and intervertebral disc protrusion from an unknown date and unknown if ongoing. Concomitant medication included carbamazepine (tegretol), levetiracetam (keppra) and colecalciferol (vitamin d3). The patient previously used thermacare heatwraps (thermacare heatwraps) (reported as using the product for over 10 years) for a bad back from a herniated disc and experienced redness on the skin. The patient reported she applied the heatwrap directly against her body in the late afternoon on (B)(6) 2018 and left it applied for about 8 hours. The patient stated she did not feel any pain during the therapy. She took the heatwrap off around midnight on (B)(6) 2018. She began feeling pain where the heatwrap had been applied and asked someone to look at the area where the heatwrap had been. She was told she had 3 blisters, one blister had popped and was scabbing. The other 2 blisters remained and she was afraid to pop them as they are very painful. She felt like the heatwrap got hotter around the middle of the wrap and her blisters are right down the middle where the heatwrap was applied. The patient did not check the skin under the heatwrap during use. The patient did not consult a healthcare professional as a result of the events. She assessed her skin tone as very light or fair. The patient read the usage instructions prior to using the heatwrap. She did not engage in exercise while wearing the heatwrap. The patient denied previously using other heat products, such as electric heating pad, hot water bottle or microwave gel pack for pain relief. She denied having any abnormal skin conditions and denied having sensitive skin. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. She is currently under the care of a physician following neck surgery for an unspecified indication. Action taken with the suspect product was continued. Clinical outcome of the event blisters was not resolved. Clinical outcome of the remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from the same contactable consumer included: updated lot number of suspect product. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burn blisters, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.